Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was not capturing at the pre-discharge check. The stimulation threshold was >7.5v @ 0.5ms and had been 0.4v @ 0.5 ms at implant. The right ventricular (rv) impedance measurement was 484 ohms, while it had been 817 ohms at implant. The physician suspects that the lead dislodged. The patient did not report any symptoms. ,